Manufacturer narrative:
Awaiting to confirm the product receipt date. The device was returned for investigation. Upon evaluation of the device, foreign material, physical stress such as dropping/knocking, damage or deformation due to physical stress, crack of the resin part, deterioration/damage of the adhesive, angle wire stretched, and nozzle clogging were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an air/water problem and a forceps channel malfunction occurred with the evis exera iii colonovideoscope. During a standard service inspection, foreign material was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material that was clogged in the air/water channel - however, the material could not be further identified. There was no physical damage of the device noted where the foreign material was detected. No detailed information could be obtained pertaining to the reprocessing of the device by the user. Therefore, no further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.